Manufacturer narrative:
The device was rec'd and evaluated by depuy synthes power tools. The reported condition of "order failed distributor's inspections" could not be confirmed. The complaint for this oil and filter is not defined. The product was inspected and found to meet all specifications. If add'l info is rec'd, a supplemental report will be sent.

Event description:
Report rec'd from (B)(6) stating that the device was returned due to "returned product unused - incoming order failed distributor's inspections." The device was not being used during surgery and no injury or medical intervention occurred. The date of event is unknown. There was no add'l info provided.